Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown - ao/asif 6.5mm cancellous screw/unknown quantity/unknown lot. (B)(4) the investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, shimizu, t. And et al. (2007) the clinical significance of impaction at the femoral neck fracture site in the elderly. Arch orthop trauma surg, 127: 515-521. The purpose of this article is to determine the factors influencing the clinical outcome of in situ osteosynthesis for the treatment of minimally displaced femoral neck fractures in the elderly by a retrospective analysis of treated patients. The study was performed between 1983 and 2002. The study included 49 patients, which consisted of 8 men and 41 women with a mean age of 75.4 +/- 6.7 years (mean +/- standard deviation (sd); range, 65-89 years) who underwent osteosynthesis, with correctly inserted screws and with more than 2 years of follow up. Complications: among the 49 cases, there were eight unsuccessfully treated patients, two with non-union (71 year male and 85 year male) and six with late segmental collapse (85 year male, 73 year female, 74 year female, 65 year female, 78 year female and 81 year female). A copy of the literature article is attached to this medwatch. This is report 4 of 8 for (B)(4). This report is for an unknown - ao/asif 6.5mm cancellous screw and refers to ((B)(6), female) for late segmental collapse.